Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It as reported that the procedure on (B)(6) 2016 was to treat a lesion in the proximal left anterior descending (lad) artery. An absorb scaffold was implanted with good angiographic results. When returning to his room, the patient vomits, which was suspected to be related to the ticagrelor which was just given. Before giving the dual antiplatelet therapy (dapt) again, the patient has st elevation due to scaffold thrombosis. It is unknown at this time how the thrombosis was treated. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Reportedly, no pre-dilatation was performed. The IFU states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
Subsequent to the previously filed medwatch report, additional information was received as follows: the patient presented with st elevated myocardial infarction on (B)(6) 2016. Pre-dilatation was not performed prior to implanting the absorb scaffold. Post-dilatation was done with a 3.0 x 10 mm non-compliant balloon at 18 atmospheres (atm) with good angiographic results, residual stenosis 15%. The thrombosis was treated with medication, thrombus aspiration and post-dilatation with a 3.5 x 15 mm trek balloon at 10 atm. The patient was discharged in stable condition and asymptomatic. No additional information was provided.